Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the physician was unable to advance the device through the tissue tract to the arteriotomy. The guide wire had been left inside the patient and an angioseal was used to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided; review of the device history record for this lot did not produce any findings relevant to this report. (B)(4).